Event description:
Per the clinic, the patient underwent revision surgery for extrusion of the device along with a skin flap infection. The implanted device remains.

Manufacturer narrative:
(B) (4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the patient underwent a second revision surgery (date unknown) to treat the infection. The device was explanted on (B)(6), 2010. Reimplantation is planned but has not occurred as of the date of this report. (B)(4).